Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out from the patient on the 15th day of use.

Manufacturer narrative:
The reported event was unconfirmed, since a balloon leak could not be reproduced. Visual evaluation of the returned sample noted one opened (no original packaging present), used catheter present with no obvious visual defects. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and balloon concentricity was observed to be 60:40. The catheter balloon was then allowed to rest for 30 minutes with no leaks and passively deflated all 10ml. The drainage lumen was flushed with methylene blue solution with no leaks. Active length of the catheter balloon was measured (0.7145") and found to be within specification (0.6"-0.9"). The catheter was confirmed to be 16 fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[directions for use] 1. Method of use the device is intended for single use only and is not reusable."

Event description:
It was reported that the catheter fell out from the patient on the 15th day of use.